Event description:
It was reported to philips that the device has a continuous alarm. The field service engineer (fse) found the correct operation of battery and charger is verified. Verification of functional parameters. No apparent fault. The evaluation found no apparent fault. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device has a continuous alarm. There was no patient involvement.